Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm a broken force sensor was detected during seating or regular delivery due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 304 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated that they are able to rewind the insulin pump. Customer was not able to complete rewind. The customer was advised the insulin pump will be replaced as per troubleshooting. The insulin pump will be returned for analysis.